Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was capped due to it was exhibiting impedance issues. It was confirmed during a revision that the lead was fractured. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported. Additional information was received detailing that the impedance issues were high out of range pacing impedance measurements which led to a lead safety switch.

Event description:
It was reported that this right ventricular (rv) lead was capped due to it was exhibiting impedance issues. It was confirmed during a revision that the lead was fractured. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.